Event description:
It was reported that customer received a minimum fill notification while loading cartridge, then overfilled cartridge when attempting to add more insulin, which caused leakage. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area as instructed, then worked with technical support to properly fill and load new cartridge, and issue was resolved when customer successfully loaded new cartridge and resumed insulin delivery; lot number of original cartridge was unknown.